Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay, user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed. However, a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. On (B)(6) 2015, the reporter contacted lifescan france, alleging that the subject meter read inaccurately low compared to a laboratory device. The reporter claimed obtaining blood glucose readings of ¿82 mg/dl¿ with the subject meter and ¿102 mg/dl¿ on the laboratory device. The tests were performed within 6 minutes of each other. This complaint was initially ruled out because the reported results meet lifescan¿s accuracy criteria. Furthermore, there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.